Event description:
A device was returned to manufacturer's product investigation laboratory in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging headaches, nausea, throat irritation/soreness, bad cough, and dizziness. The device was returned to the manufacturer's product investigation laboratory for investigation. During the investigation, external investigation of the device was performed, and no issues were found. The manufacturer confirmed device powered up, provided airflow, heater heats, and heated tubing heats. During internal investigation, pil observed an unknown contaminant on the blower box, ui panel, and bottom enclosure of base unit. An unknown contaminant was observed on the humidifier bottom enclosure, flip lid seal, lifting tray, dry box seal, heater plate, and hinges between flip lid/bottom assembly. The manufacturer used a fitt (foam integrity test tool) and was not able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found no error codes. The manufacturer concludes there was no evidence of sound abatement foam degradation in the device and they were unable to directly address the symptoms.

Manufacturer narrative:
Section h is correct/updated in this report. Section h: - h6 health effect - clinical code are correct/updated (previously reported as no clinical signs, symptoms or conditions).